Event description:
It was reported that a 77-year-old female who underwent breast reconstruction with 400cc mentor memorygel breast implants experienced bilateral rupture and left sided capsular contracture post procedure. The rupture was discovered through a physical consultation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The left sided rupture was reported initially under 1645337-2021-08174. On (B)(6) 2024 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 16, 2024. Explant is scheduled for (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain/rupture/anisomastia manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 19, 2024. In addition to the issues reported previously, the patient also had a left sided needle biopsy and bilateral breast pain. The left sided rupture was confirmed through ultrasound and mammography. The patient has a history of left sided breast cancer. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).